Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, alarm sounded and the front panel turned off occurred due to faulty main circuit board. The cause of the defective circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during the therapeutic laparoscopic surgery procedure the high flow insufflation unit sounded an alarm and the front panel turned off. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by the circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.